Event description:
It was reported by service report that the weld on the patient right hand siderail at the foot end where the second spindle attaches to the litter is broken. There was no patient involvement or adverse consequence reported.